Event description:
It was reported that, "surgeon was impacting insert trial with insert impactor and mallet into base plate while cement was setting and insert trial broke in half."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.